Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, regional clinical specialist reported the pt contacted her this morning because she was experiencing elevated readings and was registering high ketones in her ketone test. Pt is pregnant. Regional clinical specialist stated she advised the pt to seek medical attention for the elevated readings. Regional clinical specialist reported the pt's readings were in the 300's mg/dl and administered an injection of insulin to attempt to bring the readings down. Pt's normal blood glucose range is 70-130 mg/dl. Regional clinical specialist reported the pt's trainer was driving her to the ER to seek medical attention. On call back on (B)(6) 2011, pt reported she did not have the infusion adapter attached to the insulin cartridge or infusion device or infusion tubing and was not getting insulin. Pt stated she was getting air bubbles in the insulin cartridge. Pt reported her blood glucose went up to 317 mg/dl. Pt stated her nurse noticed that she did not use the adapter. Pt reported she just pushed the luer lock onto the nozzle of the insulin cartridge and screwed the plunger end of the cartridge onto the piston rod. Pt stated there was no insulin leaking from the system and she was able to prime the infusion set. Pt reported she self treated with 5.0 units of insulin prior to going to the hospital. Pt stated at the hospital, the nurse noticed the missing adapter and assisted her with connecting it correctly and started to treat herself with the infusion device. Pt reported the hospital gave her an IV of water. Pt stated she was in the hospital for 8 hours and was able to bring her blood glucose down by using the infusion device. No product return was requested.